Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that an infection occurred. The patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced 4 days after explant. The infection continued and the replacement system was also explanted 8 days after implant. The patient later died and a cause of death of sepsis was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.